Event description:
Product did not register pressure on a full balloon. When manual pressure was placed on the balloon by the gyn surgeon,(outside of the patient) no registered change on thermachoice machine. New disposable thermachoice obtained, and no other changes made to machine, and product worked.